Event description:
The customer reported via phone call that they were having battery issues with their insulin pump. The customer reported the battery was lasting for one week. Customer also reported a weak battery alarm occurred. Customer's blood glucose was 75 mg/dl. It was also found the customer had a low battery alert when there were more than 2 bars remaining on the battery icon. Troubleshooting did not find any damage to the customer's battery compartment. The customer also reported their insulin pump shut off sporadically. Customer also reported their transmitter was defective. The customer stated they would call back to troubleshoot. Customer will be shipped a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.